Manufacturer narrative:
The cause for the discordant advia centaur xp vitamin d test results is unknown. Quality controls were within acceptable limits. There is no discordant patient sample available for further investigation and the customer has declined service. No conclusion can be drawn. The instrument is performing within specifications. The IFU states in the results section: "results should always be interpreted in conjunction with the patient's medical history, clinical presentation, and other findings."

Event description:
A falsely high advia centaur xp vitamin d result was obtained on a patient sample and questioned by the physician. The result was considered discordant when compared to the result of an alternate laboratory test method result. There was no report of patient treatment being prescribed or altered and there was no report of adverse health consequences due to the discordant advia centaur xp vitamin d results.